Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I assay results for a (B)(6) male patient. The customer provided the following results: (B)(6) 2017: sid (B)(6): initial sample serum sst: 0.13 ng/ml (provided cut-off 0.0-0.03ng.ml) 1hr later the patient was retested using li/hep tube and generated a result of 0.01 ng/ml the original specimen was repeated from the original serum sst tube: 0.01mng/ml. The customer stated that they believe the discrepant results was probably due to fibrin in the sample since they were unsure how long the sample was allowed to clot before it was centrifuged. There was no treatment provided and no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. Return material was not available. An accuracy testing protocol was executed using lot 87673un16 and met acceptance criteria which determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect stat troponin-I reagent list number 02k41, lot number 87673un16, was not identified.